Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_ unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had a wound infection and was going to have the leads removed on (B)(6) 2015. The patient¿s healthcare professional (hcp) planned to cut the extensions and leave them attached to the implantable neurostimulator (ins) until infection is cleared. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.